Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland the investigation is complete. This is an initial final report. Review of the most recent repair record determined the motor speeds were unstable and the control bar was out of position. The motor was replaced and the control bar was repositioned correctly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during unknown timing on an unknown date there was a malfunction of the dermatome. There has been no report of harm or delay. Due diligence is complete and no additional information is available. During device evaluation, the dermatome motor speeds were unstable. No adverse events were reported as a result of this malfunction.